Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. During the evaluation of the device, the service technician identified a ventilator inoperative code e-56, indicating 'unit is exceeding the requested pressure settings for 10 seconds, high pressure sensor reading, large amount of drift, and inched/blocked tubing. There is no documentation stated on a root cause and/or any component replacement to resolve the issue. Foam particles were also observed in the device by the service technician. The foam insulation needs to be replaced to resolve the issue. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dirt/dust contamination and identified a non-reportable error code e-146, recommending the replacement of the pca. No repair was performed. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.